Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that was found on the alarm log. The technical service representative (tsr) explained the alarm to the home patient (hp) and stated that when the alarm occurs to call baxter at that time for possible resolution. The tsr advised the hp to call the nurse regarding the system error 2240. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During follow up the home patient (hp) stated that she remembers getting this alarm but everything has been fine since. The patient stated that she started over with new supplies and discarded the old ones. The hp stated that this was the only time that she has gotten this alarm. There was no patient injury or medical intervention necessary.